Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified significant signs of wear and fracturing at the middle threads. Bone debris on the external threads. Patient had (moderate density) type ii bone. The reported device was being placed on tooth # 12 when the incident occurred when the incident occurred and the implant had been placed for approximately 5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). X-ray or picture was not provided. A device history record review (DHR) could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that the implant was remove due to non integration. However, upon inspection of the product it was determined to be fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the implant was remove due to non integration. However, upon inspection of the product it was determined to be fractured.